Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The dr. Revised a triathlon insert from a 3x9 cs to a 3x11 cs. Patient complained of pain and was hyper-extending slightly. Original surgery was mako on (B)(6) 2017.